Event description:
A report was received that the patient had an infection at the pocket site and was given keflex oral antibiotics. The symptom was seepage and soreness at the site. The physician feels the infection was procedure related. The patient's symptoms have cleared and the patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.